Event description:
The customer reported an elevated white blood cell (wbc) content in their platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A review of this disposable lot was conducted. There have been no other reports of elevated wbcs for this lot. The manufacturing records do not show any abnormalities in the production of the lot and the lot met all requirement s for product release. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.